Event description:
Review of the surgeons report and database indicates a broken sign im nail. Review of patient x-rays confirms the broken nail and shows a non-union which appears to have shifted and shows a non sign bone screw positioned just above the fracture and possibly in contact with the nail. The surgeon preformed an exchange nail procedure to replace the broken nail and repair the fracture including placement of bone graft material. Cause: possibly fwb on an undiagnosed non-union over some unknown period of time. No indication of product defect.